Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite connecting the pump to multiple wall adapters, cables, and outlets. There was no impact to the customer's blood glucose level. The customer had manual injections available as alternate insulin therapy.